Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer recorded a sensor glucose reading of 55 mg/dl when the actual blood glucose level was 300 mg/dl. Advised that the sensor glucose and blood glucose difference was not within an acceptable range. Troubleshooting was done. Advised that a replacement sensor would be sent. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number:3004209178-2015-88698.